Event description:
It was reported that (1) hc325 device was used during a laparoscopic myomectomy procedure. It was reported by the rep that the surgeon was at the start of the case doing a lysis of adhesions and the instrument touched a retractor grasper for a second. The surgeon noticed that the tip was gone on the harmonic instrument. The surgeon then got another hc325 to complete the myomectomy. The surgeon's partner said that they had to open to retrieve the tip and to repair the uterus from the fibroid removal. An x-ray was taken to locate the tip to the hc325.